Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was peeling off. No moisture was observed. During testing, all the keypad buttons responded properly. Evidence of moisture was found under all key contacts. The pump failed a leak test due to a keypad leak and a cracked battery compartment. No further moisture ingress was observed in the pump. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. There was allegedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.